Manufacturer narrative:
The manufacturer previously reported the device's flow sensor assembly needed to be replaced due to physical damage and water ingress. Additional information received from the service technician states the flow sensor assembly continued to function as designed.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's flow sensor assembly was found to be damaged and have water ingress. The flow sensor assembly needs to be replaced to address the issue.